Manufacturer narrative:
A lens work order search found no similar complaints. Per medical review - reportedly, 3-piece silicone iol was damaged, ("tore as it was injected from the injector") requiring intraoperative lens removal/exchange. Incision was not enlarged and no other tissue damage was reported. Another lens of same model and diopter was successfully implanted. According to the report by a technician, dated on (B)(6) 2015, the cause of the event was unknown. Based on the complaint history, work order search, product evaluation, and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The customer reported that the 0.0 diopter aq5010v silicone three piece lens tore as it was partially injected into the eye. The surgeon retrieved the lens and implanted another same model/diopter without incident. The reporter stated the lens was loaded with sufficient visocelastic and no notable problems with the surgeon's technique. The cause of the event was unknown.

Manufacturer narrative:
Method - (process evaluation): device history record. Review results - (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation codes: method - lens work order search. Results - visual inspection of the returned lens showed it was received in three (3) pieces and clear surgical residue on it. A lens work order search revealed there were no similar complaints within the work order. Conclusion - based on the complaint information, product evaluation and work order search, we were unable to determine a specific root cause of the event. (B)(4).